Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother felt that the insulin pump was not delivering insulin properly, making the customer feel ill. The customer has changed the infusion set, but continues to have issues. Also found no delivery alarms in the alarm history. The mother requested a replacement insulin pump. Nothing further was reported.